Event description:
Per the independent repair center: 4-way valve is stuck. Per independent repair center statement, the unit was alarming or red light. The key failure was the 4-way valve stuck. High pressure not switching additional malfunctions were leaking hoses.